Event description:
Caller states the pt tested 7.9 inr on the coaguchek xs system and 5.17 inr on a comparison lab. No action taken on device result. Coumadin was held for 2 days. No adverse event reported. Requested return of suspect system and replacement sent.